Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a large amount of insulin flowed even through the act button was released. It was reported that the reservoir was removed and the vicinity of the air hole of the connector was observed and there was no sign that the vicinity of the air hole got wet by the insulin. The insulin pump received compromised force sensor system. It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer was advised to stop using the insulin pump was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.